Event description:
It was reported that a user of the ilet experienced hyperglycemia with a peak blood glucose of 366 mg/dl for approximately two hours; no infusion set leak or delivery alarm was noted, the user was advised to perform a set change, and glucose subsequently decreased. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no assistance required, no back-up therapy use, and no ketone testing. Investigation included user interview, device-use troubleshooting, and education regarding set change and monitoring. Investigation of this case revealed no device alarms, no confirmed infusion set failure, and glucose trending down after set change. It was concluded that hyperglycemia occurred with an undetermined cause and that the device was functioning as designed based on available information.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.